Event description:
This was a cardiac lead extraction performed in the o.r to prophylactically remove a 5yo, functional sjm 1581 riata -rv per patient's wishes. The patient also had a ra lead that would be removed. The patient was prepped per hrs recommended standards with a cvs on standby. The rv lead was prepped with a lld-ez and lasing began with a 16f glidelight. The md began lasing at 80hz through the scv, dialing the laser down to 40hz through the innominate/svc, upon reaching the proximal coil dialed the laser to 60hz, and returned to 80hz while approaching the svc/ra junction. The patient's abp took a sharp decline from a baseline of ~90 to ~40. The cvs and perfusionist were paged immediately. The cvs entered the room within 2 minutes, blood was hung and a sternotomy performed within 5 minutes of the initial abp decline. Perfusion was in the room within 7 minutes with bypass ready. Upon opening the chest, it was noted the tear began in the scv, into the ij and down to the distal svc and the patient's vasculature appeared very brittle in nature. The cvs stated the sjm 1581 was adhered to the vasculature, as the tear mimicked the lead placement. The team worked for ~ 60 minutes attempting to repair this significant tear but was ultimately unsuccessful and the patient died on the table.